Event description:
A chest x-ray done in 2004 noted the possiblity of what appeared to be a catheter fragment. The pt had a history of an indwelling vascular access port which was placed 2001, became non-functioning and was removed in 2001. An attempt to remove this fragment via interventional radiology in 2004 was not successful. Further surgical intervention is not planned at this time.